Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found on the force sensor housing. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history shows the pump successfully completed prime steps recorded on (B)(4) 2013. A rewind, load and prime sequence was successfully performed for the investigation. The pump was run for a 24-hr duration test and no alarms occurred during testing. The force sensor calibration check showed the pump is not detecting the correct force. Removed pump cover and disassemble force sensor and the force senor resistance was out of specifications. Contamination was observed on the force sensor housing . Investigators were unable to duplicate the reported prime issue complaint. The force sensor calibration reading-low. The keypad symbols were found to be worn. (B)(6).